Manufacturer narrative:
The investigation has determined that lower than expected tropi es results were obtained from four different non-vitros cliniqa quality control fluids on two different vitros 5600 integrated systems. The assignable cause of the events is unknown. The customer performed tropi es within-run precision testing which generated acceptable results, however, test events did not include the required number of replicates, therefore, an instrument related issue cannot be ruled out as contributing to the event. Vitros tropi es historical quality control results were not acceptable, therefore, reagent related issues cannot be ruled out as contributing to the events. Finally, an issue with the cliniqa control fluids in use or improper fluid handling protocol cannot be completely ruled out as contributing to the event.

Event description:
The customer obtained lower than expected tropi es results from four different non-vitros cliniqa quality control fluids on two different vitros 5600 integrated systems. Results from vitros 5600 integrated system: (B)(4). Cliniqa l1 lot 1709048 result of <0.012 ng/ml vs. The expected result of 0.081 ng/ml. Cliniqa l3 lot 1709048 result of <0.012 ng/ml (x3) vs. The expected result of 0.44 ng/ml. Results from vitros 5600 integrated system: (B)(4). Cliniqa l1 lot 1709048 result of <0.012 (x2) ng/ml vs. The expected result of 0.081 ng/ml. Cliniqa l2 lot 1709048 result of 0.017, 0.021 and <0.012 ng/ml (x3) vs. The expected result of 0.44 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The customer made no allegation that erroneous patient results had been generated or reported from the laboratory, however, the investigation could not rule out that patients sample results were not, or would not be affected if the event were to recur undetected. There were no reported allegations of patient harm as a result of this event. This report is number three of four 3500a forms filed for this event, as four devices were affected. This report corresponds to ortho clinical diagnostics inc. (B)(4).